Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user had an inaccurate reference. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall # z-2880-2016 thru z-2883-2016 the test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for low results. Customer's expected fasting blood glucose result range is 140-150mg/dl. Customer is asymptomatic at time of receiving results. Medical attention is not needed. The test strips are stored correctly. Manufacturer's expiration date is 07/20/2018 and open vial date is less than 120 days. Review meter memory for previous test result history (unable to provide exact dates and times of results): the 105mg/dl 12:00:00 pm fasting:yes, the 97mg/dl 12:00:00 pm fasting:yes, the 97mg/dl 12:00:00 pm fasting:yes, the 91mg/dl 12:00:00 pm fasting:yes, the 98mg/dl 12:00:00 pm fasting:yes. Memory concerns:105, 97, 97, 91, 98.